Event description:
It was reported that during an elbow debridement, the blade produced slight iron filings and soon became clogged. After unsuccessful attempts at cleaning and dredging, a double-tooth blades were replaced and used as a back up device to complete the operation. The shred fragments were removed from the patient using suction. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The color scheme of the device matches the print. The blade has minimal usage. No scoring or damage to the inner or outer blades. A functional evaluation was performed on the returned device and found that when connected to a reference mdu, it spins as intended without grinding, seizing, or unexpected noise. No particles were observed. Fluid flowed through the cannula with no blockage. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An evaluation of the customer provided image showed the device inside the tray. No damage can be seen. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include include excessive force to the device or excessive side loading. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. An image evaluation was performed and found the device inside the tray. No damage can be seen. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for further assessment.